Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 45639. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Unable to review the error history log. The primary problem of error code 45639 was verified by functional test. The cause is the printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.